Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: ubd: 2021-04-04 UDI#: (B)(4) product type catheter product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: ubd: 2014-01-17 UDI#: (B)(4) product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: ubd: 2021-04-13 UDI#: (B)(4) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the last refill was on (B)(6) 2026. The expected reservoir volume was 11.2ml but 34ml was aspirated. The rep stated that "this appears to be under-delivering". The doctor believed that this was a catheter issue and planned on replacing the catheter on (B)(6) 2026. A dye study was done on (B)(6) 2025 with no aspiration success. This was the most current update as of (B)(6) 2026.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. It was reported that a volume discrepancy that was over 10% occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.